Manufacturer narrative:
The reported complaint was not verifiable. Multiple diligence attempts were made for the return of the product for evaluation and repair, but were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the sternal saw guard was bent and tilted at an angle around 30 degrees. The product was changed out. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.